Event description:
Hill-rom received a report a hill-rom technician stating the CPR function was not working. The bed was located at the account in room 27. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the issue. Based on this information, no further action is required.